Event description:
The disposable loading unit was used with an auto suture ta 30 instrument. The device was not clinically applied. Reportedly, the nurse noticed the staples were missing from the cartridge.